Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During the functional test, the pusher assembly mid-joint was advanced from its returned position with resistance; however, due to the kink in the mid-joint, the pusher assembly could not advance any further. Further evaluation revealed additional kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil) and a non-penumbra microcatheter. During the procedure, a smart coil was stuck in the starting position and would not advance out of its introducer sheath. Therefore, it was removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.